Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that after the trunk-ipsilateral leg component was deployed; an angiogram revealed that the contralateral gate was unintentionally deployed between the ipsilateral leg and the right side of the aneurysm wall not allowing the gate to fully open. It was reported that the physician intended to deploy the contralateral gate on the anterior side of the aneurysm. The physician tried to access the gate using a guide-wire from the brachial artery but the attempt was unsuccessful. The decision was made to convert the procedure to an aorto-uni-iliac procedure. A femoral-femoral bypass surgery was performed as well and the pt tolerated the procedure. On (B)(6) 2012, the pt was discharged from the hospital.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.